Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed with no connection on the bus. A field service engineer removed the rear of the device to reseat all cables on drawers two, three, and four, and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height drawer was not detected on bus. The customer reported that the user was unable to dipsense medications for a patient due to this malfunction. This issue resulted in delay to patient care. There were no adverse events or injuries reported based on this event.